Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the elective replacement indicator (eri) message appeared on the patient programmer (pp) for the patient¿s rechargeable implantable neurostimulator (ins). The patient also reported that the stimulation was not working as well as it used to from a year to a year and a half prior to the report. Their doctor noted that the reason was due to one of the paddles were in the wrong position. In result, the doctor was thinking of replacing the device with another brand. There were no further complications reported or anticipated.